Event description:
A patient reported experiencing inaccurate erratic results with a one touch meter. The patient's blood glucose results were 93, 293 and 83 mg/dl. Tests were done within 10 minutes. No further information had been reported.